Manufacturer narrative:
Event date: unknown as not provided by reporter. Lot unknown as not provided by reporter; expiration - unknown as lot is unknown. (B)(4). Event evaluation: still under investigation.

Event description:
A patient underwent evar on an unspecified date. It was noted that the zenith flex with spiral-z technology aaa endovascular graft iliac leg occluded after implantation. Although requested, no additional information has been provided by the reporter.